Event description:
It was reported that a basal/bolus large volume infusor experienced an overinfusion. The expected flow rate was 300ml/72hr but the actual flow rate was 300ml/36hr. The total fill volume was 300ml: 0.2% ropivacaine hydrochloride hydrate 250ml and saline 50ml. The temperature and the height of the restrictor were unknown. There was patient involvement reported, however, there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4): upon follow-up with the customer it was obtained that the patient experienced transient paralysis (numbness) in his legs. This symptom was first noticed two hours before the infusion was over. The patient's numbness recovered one hour after the infusion was complete.evaluation summary: the device was found to meet specifications, no malfunctions were identified, therefore, a root cause could not be determined.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One filled unit was received for evaluation. Visual inspection showed no signs of physical abnormality. A flow rate test was also performed and found to be within specification. Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a supplemental report will be submitted.